Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Date of birth - unk. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -16.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Corrected information: (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/. Visual inspection found the lens to have no visible damage. (B)(4).